Manufacturer narrative:
Device evaluated by MFR.:promus premier ous mr 28 x 3.00 stent delivery system was returned for analysis. A visual examination of the stent found stent damage along the length of the stent. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip profile (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-feb-2021. It was reported that crossing difficulties were encountered. The occluded target lesion was located in the tortuous and calcified left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient status was good. However, returned device analysis revealed stent damage.